Manufacturer narrative:
(B)(4). The customer reports that the catheter was damaged in the packaging. The initial evaluation of the returned device sample indicates that the spring wire guide (swg) was kinked from an unopened package.

Event description:
The customer reports that the catheter was damaged in the packaging.

Manufacturer narrative:
(B)(4). The customer returned one unopened sac-00522 kit for evaluation. A visual exam was performed and it was observed that the packaging showed signs of having been bent. The guide wire and guard were examined and both found to be bent. The guard bent 3.9 cm from the distal end and the guide wire bent 2.7 cm from the distal end. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the spring-wire guide bent in the package was confirmed during the sample investigation. The spring-wire guide and guard were found to be bent. The packaging showed signs of previously being bent, likely causing the damage to the spring-wire guide. The probable cause of this issue is shipping and handling related.

Event description:
The customer reports that the catheter was damaged in the packaging.